Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the pump. The pump was programmed in the pca+continuous mode to deliver morphine with a concentration of 1mg/ml, instead of the intended concentration of 5mg/ml, a 1mg pca dose, a 1mg/hr continuous dose, a 10 minute lockout, a 28mg 4 hour limit and a "2mg loading dose up to 10mg." During programming, the pump reportedly alarmed with a "change batteries" alarm. Upon changing batteries, the nurse reportedly noted that the pump did not "go back to start." The customer contact reported that the "programming was incorrect," and was not immediately noted by the nurse. After an unspecified length of time, the pt was transferred from the post-anesthesia care unit to a regular medical floor. Reportedly, the nurse from the medical floor noted the pump was programmed incorrectly. There were no reported adverse pt effects. No medical interventions were required.